Manufacturer narrative:
Exemption number: e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement of the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a monoiliacal abdominal aortic aneurysm (aaa) interventional procedure. No femoral angiogram was performed. Reportedly, no suture was present when the plunger was removed. The decision was made to directly go forward by cut down, using the already punctured site. The unsuccessful proglide had no increase of the following steps. The sheath size was upsized to greater than 8.5 and the aaa procedure was completed with a good result. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. Resistance during advancement could not be replicated in a testing environment as it was based on operational circumstances. The reported needle to cuff miss was confirmed. In this case, it is likely that interaction of the device with the reported scar tissue contributed to resistance during advancement and needle deflection (cuff miss). The needle likely deflected off the foot and resulted in the observed foot detachment. It should be noted that the proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The reported IFU violation would not have contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating: resistance was noted during advancement, the patient had scary tissue, which was the reason for the elected surgical procedure. The lever was returned to the original position and the foot was closed. No resistance was noted during removal of the proglide device. No additional information was provided.